Event description:
A report was received that a contact had fallen off from the patient¿s lead and was free in the epidural space as confirmed by x-ray. It was believed that the lead had broken. The patient underwent a revision procedure wherein the lead was replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-8216-70 (sn (B)(4)) the complaint was confirmed. Visual inspection revealed that electrode #8 was missing from paddle end of lead. Review of the DHR found no anomalies when the lead was manufactured. The root cause of the dislodgement was unknown.

Event description:
A report was received that a contact had fallen off from the patient¿s lead and was free in the epidural space as confirmed by x-ray. It was believed that the lead had broken. The patient underwent a revision procedure wherein the lead was replaced. The patient was doing well postoperatively.

Event description:
A report was received that a contact had fallen off from the patient¿s lead and was free in the epidural space as confirmed by x-ray. It was believed that the lead had broken. The patient underwent a revision procedure wherein the lead was replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that there was no loose contacts remaining in the patient's epidural space. No further course of action necessary.